Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as the event onset. The patient was treated with intraperitoneal (ip) ceftazidine (500mg/ 1l, duration and frequency not reported) and ip cefotaxine (500mg/1l, frequency and duration not reported. Four days after event onset, the patient was treated with one cycle of cefotaxin (1g dissolved in1l, then on an unreported date increased to 2g dissolved to 2l, for 10 days) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was available.